Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized for low blood glucose levels and kidney issues. The customer's nurse states customer does not want to trouble shoot for low blood glucose levels. The customer's nurse does not give further information about hospitalization of low blood glucose. The customer's nurse reports on low battery issues. The pump will not be return for analysis.